Event description:
It was reported that patient presented for in clinic follow-up. Device interrogation was performed; however, re-interrogation was required. After the device was re-interrogated, the electrogram (egm) data was missing. No intervention was reported. The patient condition was stable.